Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump received no delivery alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The insulin did exit after changing the reservoir. The reservoir will not be returned for analysis.